Event description:
The following info was provided on a device tracking registration form. Stent was explanted same day, went to or for CABG. The instructions for use indicates that coronary artery bypass graft is a known inherent risk of stent implantation procedure.